Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type ia endoleak and a secondary endovascular. The clinical assessment also determined that there was evidence to reasonably suggest sac growth occurred that was not included in the event as reported. The sac growth was discovered during the review of the 42 month post implant CT scan. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported stable post the secondary endovascular procedure.

Event description:
An intuitrak bifurcated stent graft and a suprarenal cuff was initially implanted. The eight (8) year follow-up cta showed the presence of significant aneurysm enlargement and a type ia endoleak of the cuff. It was noted that the patient was hospitalized over the weekend. The physician elected to treat the patient by implanting a bifurcated afx2 and suprarenal afx device on (B)(6) 2018. There have been no additional patient sequelae reported. Reference MFR. Report # 2031527-2018-00815 for the bifurcated stent graft (suspect medical device) report. Additional information received per clinical assessment confirming that aneurysm sac growth was present at the time of the event.